Event description:
As reported by the user facility: over infusion during patient IV administration. Customer states, "that they programmed the pump for it to infuse for an hour and it was done in 40 minutes." Customer was asked if they thought if might have been mis-programmed, but nurse said that she double checked the programming. Unknown what medication was being infused. Nurse didn't remember many details of the incident. No patient injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report of behalf of (B)(4). In a follow up call to the facility, the reporter stated she was unable to provide any additional information on the event other than what was initially reported in the event description. The volumetric accuracy was tested three times at (B)(4). The pump operated within specification. The pump's operational log was reviewed. No infusion activity occurred on (B)(6) 2013 as reported in the event description. The last day the pump operated was on (B)(6) 2013. On (B)(6) 2013 the pump was turned on at 12:46:43. At 12:46:57 the infusion started at the rate of 150ml/h. At 13:06:57 the infusion completed and the pump switched to kvo (keep vein open) mode at a rate of 1.0ml/h and a total volume infused of 50ml or 100% expected volume. The pump was stopped at 13:07:24. At 13:08:37 the infusion restarted at the rate of 150ml/h. At 13:28:36 the infusion completed and the pump switched to kvo mode at a rate of 1.0ml/h and a total volume infused of 50ml or 100% of expected volume. The pump was stopped at 13:28:43. At 13:33:19 the infusion started at the rate of 320ml/h. At 14:02:51 an air alarm occurred and the infusion was stopped with 157.6ml infused or 100% of expected volume. The alarm was turned off at 14:03:10. At 14:07:12 the infusion started at the rate of 800ml/h. At 15:22:09 the infusion completed and the pump switched to kvo mode at a rate of 1.0m/h and a total volume infused of 1000ml or 100% of expected volume. The pump was stopped at 15:22:53. At 16:33:25 the infusion was restarted at a rate of 800ml/h. At 16:33:27 a pressure alarm occurred and the pump was stopped with 0.2ml infused. Due to very short time frame, the volume cannot be accurately calculated. At 16:33:44 the infusion restarted at the rate of 800ml/h. At 16:33:46 a pressure alarm occurred and the pump was stopped with 0.4ml infused or 100% of the expected volume. At 16:33:59 the infusion restarted at the rate of 800ml/h. At 16:33:59 a pressure alarm occurred and the pump was stopped with 0.2ml infused. Due to very short time frame, the volume cannot be accurately calculated. At 16:34:09 the infusion restarted at the rate of 800ml/h. At 16:34:10 a pressure alarm occurred and the pump was stopped with 0.2ml infused or 100% of the expected volume. The alarm was confirmed at 16:34:17. At 16:34:42 an infusion was started at the rate of 800ml/h. At 16:34:43 a pressure alarm occurred and the pump was stopped with 0.1ml infused. Due to very short time frame, the volume cannot be accurately calculated. The alarm was confirmed at 16:34:50. At 17:06:53 an infusion was started at new rate of 512ml/h. At 18:08:03 an air alarm occurred and the infusion was stopped with 522ml infused or 100% of expected volume. The alarm was confirmed at 18:09:13. There's no infusion activity for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer, if additional pertinent information becomes available, a follow up report will be submitted.